Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure on the left leg, when pulling the suture out, the needle and the thread broke. They opened a new package to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned sealed product noted no abnormalities. The opened product had four sutures with no needles attached. During an engineering investigation, the sutures were able to be removed from the racetrack without difficulty. Additionally, the sutures within the sealed samples were able to be removed from the racetrack without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.